Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('right side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cyst rupture ("ruptured cysts"), pelvic discomfort ("discomfort"), pain in extremity ("leg was in horrible pain") and hypoaesthesia ("in recovery post surgery couldn't feel my legs"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the abdominal pain, cyst rupture, pelvic discomfort, pain in extremity and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, cyst rupture, hypoaesthesia, pain in extremity and pelvic discomfort to be related to essure. Concerning the injuries reported in this case the following were reported via social media- ruptured cyst, discomfort. And right side pain (tummy) the following information was received from social media leg was in horrible pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case was upgraded to serious incident. Event abdominal pain marked as serious incident. Event added- in recovery post surgery couldn't feel my legs and leg was in horrible pain. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.